Manufacturer narrative:
Intermittent button response was due to moisture damage on keypad traces. No button error alarms noted. Cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's nurse reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 426mg/dl. The customer treated the high with manual injection. The nurse states the pump stopped working and is beeping. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.